Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, lfn in large patient. Retroverted femoral head. Required a lot of movement for the version on the hip screws to line up. While trying to adjust version a lot of force was placed on the jig, causing the tooth of the aiming arm to snap and the nail to be become misaligned. The nail had to be removed. The jig was inspected and then replaced by another aiming jig from rafn set. Procedure then continued. Surgeon admits to excessive force placed on jig causing it to break. There was a few minutes surgical delay. The procedure was successfully completed. This report is for one (1) insert-handle f/expert tn+fn. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device from attachment. Visual analysis of the photo revealed that the insert-handle f/expert tn+fn was found to be broken from the tang, fragment is not visible in the evidence provided. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the unk - nails: lfn was found to be broken from the tang. The broken fragment was not returned. A dimensional inspection was performed for the unk - nails: lfn was unable to be performed due to the complex geometry of the device. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the unk - nails: lfn would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues. Dimensional inspection: n/a. Device history: part # 03.010.045. Lot # 7669841. Manufacturing site: werk hägendorf. Release to warehouse date: 28 nov 2011. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.